Event description:
The patient underwent multiple cardiac procedures. During procedure involving an extremely calcified artery, sprinter balloon catheter burst and during the exchange, approx. 1 mm piece of the marker was left behind. The marker got lodged into a small blood vessel and was not retrievable. The surgeon decided to leave the small fragment within the patient, continued with the rest of the procedure. There were no further complications. The patient tolerated procedure well.